Event description:
It was reported while using the bd phoenix¿ ast broth it was found to be contaminated (described as cloudy), the user noted using one (1) tube for patient testing. The panel was reset. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.